Event description:
Reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, there were insertion difficulties. The physician was trying to insert the 10.0x30x75cm express-b-I ld stent delivery system through a 7f non-bsc sheath, however it did not fit. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported. Returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). The stent appeared to be stuck inside sheath. The sheath was cut to locate the stent and was located approximately 17mm from the hub of the sheath. The stent was bent slightly in the centre and no other damage to the stent was noted. A visual examination of the device noted no damaged to the shaft of the stent delivery device (sds). There was a clear impression of where the stent was originally crimped on to the balloon. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).